Manufacturer narrative:
Stryker evaluated the device lifenet logs and it indicated that the device went to a "not ready" state due to an interrupted software update, causing the readiness indicator to not flash. As the lid magnet is part of the circuitry that recognizes lid open/close, the missing magnet is a potential cause of the interrupted software update, but the definitive root cause could not be determined. Similarly, the likely cause of the lack of voice prompts when the lid was opened is also the missing magnet as the device would not recognize the lid to be opened and initiate voice prompts until the user presses the power button.

Event description:
The customer contacted stryker to report that the voice prompts of their device was not heard when the lid was opened and the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
The customer received a replacement lid and battery. The device was not returned to stryker for evaluation. The root cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that the voice prompts of their device was not heard when the lid was opened and the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.